Event description:
We have received the above referenced medwatch report on 2/21/96. We have forwarded the report to the MFR of this product for their review and evaluation. The MFR of teh product is: albahealth products, 201 south germain st, po box 100, valdese, nc 28690. Attn: victor garrou, tech dir. Based on the info provided in the medwatch report and on info from the rptr, we have determined that this event is not reportable under the medical device reporting regulations.